Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing and ECG stress testing without duplicating the report. An internal inspection of the device found no discrepancies. A review of the device logs did not show any faults that could be associated with customer's report. The ECG ribbon cable was reseated as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an inrease in trend.